Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs <(>&<)> archive were reviewed. One archive could not be loaded. Three application session logs were available on incident reported date while one of the session matched with incident description. User found to use 1 computed tomography (CT) exam for functional endoscopic sinus surgery (fess) procedure, performed auto refining and continued to trace registration. Trace registration was failed for many a times though good number of points were collected. The registration failure reason ¿percent negative check¿ indicated that percentage of points inside the skin was too high compared to the ones on the surface. Registration was found to be successful after adding touch points and achieved accuracy metric of 2.7 millimeters (mm). Suspected the issue occurred due to the instrument for trace being pressed too hard by the user on the anatomy¿s surface. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: sfw kit 9736226 stealth flex ent patient tracker (B)(6). H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that while registering the patient, when beginning to trace the surgeon reported the points were being collected roughly one inch below where the probe was placed on the patient. Points were then populating off the surface to the faces .the surgeon swapped to acquiring touchpoints, and was able to pass registration. The surgeon then reported after passing registration the tip of the nose was off by 2 mm with points appearing inside the sinus. The representative reported the model was auto-refined but points were appearing inside the sinus cavity. A patient tracker was used. The representative reported the patient tracker was added as a cad model in registration, and reported it was in the correct location and appeared to be "flat" on the registration model. There was a reported delay of less than one hour. Medtronic navigation was aborted and no reported impact to patient outcome.